Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The target lesion was located in a shunt. The 6.0mm x 20mm/40cm sterling balloon was advanced into the patient for dilation. Inflation was performed and the balloon ruptured at 8amts. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is good